Manufacturer narrative:
Without a lot number, the expiration date and date of manufacture could not be determined. Customer described the preoperative prep solution as solo prep, a thick iodine based prep. The customer did not have a sample or lot number for the 3m¿ ioban¿ 2 antimicrobial incise drape used in this procedure. 3m¿ ioban¿ 2 antimicrobial incise drapes are included in their procedure packs. The customer provided three different lot numbers for the procedure packs currently in stock. 3m obtained information regarding the lot numbers for the ioban¿ drape contained in the procedure packs. There were three different lot numbers of 3m¿ ioban¿ 2 antimicrobial incise drapes in the procedure packs currently in stock. The customer reported solo prep was used for skin preparation prior to application of the 3m¿ ioban¿ 2 antimicrobial incise drape. A microscope (unspecified type) was used during the procedure. The cause of the skin injury remains unknown. End of report.

Event description:
A nurse practitioner reported a patient experienced redness, inflammation and a blister/ ulcer (approximate size 2" x 3") when a 6640ez 3m¿ ioban¿ 2 antimicrobial incise drape was removed near the incision prior to skin closure following a three-hour spinal procedure. The patient was initially treated with bacitracin ointment. The skin injury progressed to an ulceration and a plastic surgery consult was required. The patient was reportedly improving utilizing a "wet to dry" dressing change management.